Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted because the lot identification numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during un-packaging of the 3.0 x 33 mm xience xpedition stent delivery system, resistance was noted during removal of the protective sheath and the inner member of the shaft separated. The device was not used and a new xience xpedition sds was used successfully. There was no patient involvement no clinically significant delay in the procedure. No additional information was provided.